Event description:
It was reported that pump experienced multiple malfunctions identified as malfunction 12 on two separate dates, and caller repeatedly reset pump to clear issue. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, instructed customer to place old pump in storage mode and return it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device; no additional outcome information was reported.